Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's device was explanted around (B)(6) 2025 due to infection. Details regarding the hospital, treating physician, or antibiotics used are unknown. The infection has since resolved completely, and no further action is needed. The patient is now fully recovered. The patient did not take the prescribed antibiotics. It is unknown whether the issue was confirmed as device related. There were no additional patient complications.